Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced migration, difficult to remove, tilt and material deformation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 43 years old male patient weighs 239 lbs.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. Therefore, the investigation is confirmed for filter tilt, filter migration and material deformation. However, the investigation is inconclusive for retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced migration, difficult to remove, tilt and material deformation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) male patient weighs (B)(6).